Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received notification for non-sustained rv oversensing via merlin.net. Post-paced t-wave oversensing was noted on the ventricular lead on a stored egm. Programming changes were made.